Manufacturer narrative:
No unexpected battery out limit alarms noted. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 112 mg/dl. It was reported that the buttons on the pump were not responding. Customer stated that she had a low reservoir alarm yesterday and she attempted to change the reservoir, but the buttons were not working. Customer stated that the alarm occurred after the battery change. Customer refused to troubleshoot for battery out limit alarm. Customer was unable to access any menus or clear any alarms. Customer mentioned that she went camping last night, but did not go near any water. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.